Manufacturer narrative:
(B)(4). Analysis of the returned trial lead model 387445, serial # (B)(4) showed no anomalies.

Event description:
Information received from the manufacturer's representative reported that they were unable to get any stimulation and that impedances were over 10,000 ohms. The trial lead component was replaced during intraoperative trial procedure and the replacement lead functioned properly. There were no patient symptoms or injuries in the event. If additional information is received, a follow-up report will be sent.